Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited motor rate error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was not broken, and the physical condition was good with no apparent damage upon receipt. Error codes could not be confirmed in the ehl (event history log) due to an audible alarm at power up. The investigation was unable to perform the occlusion test to verify the motor rate error due to a backup audible alarm post error found at power up. Root cause of the reported event is unknown, but an inoperable component, main board, was found. Replaced the main board, worm coupling, the worm gear and stepper motor for preventive measure of the motor rate error. Performed preventive maintenance and all functional testing. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in service previously.

Manufacturer narrative:
Additional information was received and attached on 3 august 2022: device did not fail while in use. No patient involvement. Event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500 correction: device manufacturing date: 06-jan-2020.